Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete an ECG fall-off test. The cause for the failure was isolated to a defective c9, d3 and d4 component on ECG "a" & "b". The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged electrode belt.